Event description:
Additional information received from the consumer indicated the patient experienced an overdose symptoms within minutes of the most recent refill. It was clarified the patient drove off the road three times while driving home from the doctor' s office (post refill). Furthermore, the patient was found passed out on the couch and went to the ER. The pump dose was reduced 30% (manufacturer representative noted the need to use 2 clinician programmers and it took 45 minutes). The patient had an appointment on (B)(6) 2016 for a reservoir volume check. It was noted the patient was nervous to have the pump refilled at the same office in (B)(6) 2016 prior to moving to (B)(6). The refill procedure was done under fluoroscopy, but the physician never used a refill template. The patient request additional physician listings in (B)(6) to perform the (B)(6) 2016 refill.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative in regards to the communication issue indicated the clinician programmer was too close to an x-ray room. The manufacturer representative moved into the hall and was able to read the pump. Two programmers were used to rule out a programmer issue.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (35mg/ml, unknown dose) and bupivacaine (unknown concentration and dose) in an implantable pump non-malignant pain and other non-malignant pain. The patient had a pump refill on (B)(6) 2016 and the pump access site would not stop bleeding. The patient waited for 1 -1.5 hours before leaving the office to go home. The patient fell asleep at the wheel while driving home and almost went off the road (too much medication). The patient could not remember things and did not know anything. The patient then presented to the emergency room (ER). The doctors wanted to give the patient fluids, but the patient's granddaughter could not afford to miss anymore work, so the patient left and went home. The symptoms occurred again on (B)(6) 2016, so the patient presented to the ER again and received intravenous fluids. The patient felt better, but the symptoms returned within 1-2 hours (patient thought the fluid wore off). The patient had implantable pumps since 1996 and never experienced this problem before. The patient denied taking any oral medications. The patient did not have transportation options to get to his healthcare provider's (hcp) office and contacted his insurance. The patient's insurance did not hav e transportation options and directed the patient to the manufacturer (to see if there were any pain clinics in the area that could turn the pump down or off). The patient was working on transportation, but had not figured it out yet. The manufacturer representative contacted the patient's hcp and it was unknown "if he did a bridge bolus or pocket fill (etc.) Yesterday during the refill." The hcp did not remember what he put in the pump and was going to call the patient to figure out next steps. Additional information received from the manufacturer representative on 03-jun-2016 indicated a pump fill was suspected due to refill difficulties. The manufacturer representative sent the x-ray images to the technical services to review. It was reviewed the pump did not appear to be flipped, but "at a decent angle." The manufacturer representative was referred to confirm with the radiologist. The hcp believed he was in the reservoir during the refill and able to aspirate the reservoir.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.